Event description:
The customer contact reported that during programming of the device with version 2.0 software, it was noted that the patient parameter change screen does not appear, indicating a different weight was entered on the second channel. At an unspecified time, channel a was programmed with an unspecified pt weight and dosing units of meq/kg/hr. Channel b was then programmed with a different pt weight and dosing units of mcg/kg/min. At this time, it was noted that the pop-up window for the pt parameter change screen did not appear. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
This investigation is not completed.